Event description:
Customer reported the collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired 2 broken wires. System operates as intended. This MDR is related to ge healthcare complaint.